Event description:
The haptic tore as the lens was implanted. The doctor enlarged the incision to remove and replace the lens, sutures were required.

Manufacturer narrative:
See MDR 1920664-2009-00198 for the intraocular lens used with this delivery device.